Event description:
The customer obtained a nonreproducible, higher than expected vitros tropi es result from one patient sample processed on a vitros 5600 system. Vitros troponin I es result = 0.092ng/ml verses expected result <0.012ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if occurring undetected. The higher than expected vitros tropi es patient result was not reported outside of the laboratory, and no allegation of patient harm was made as a result of the event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from one patient sample processed on a vitros 5600 system. Root cause for the event could not be determined, however the possibility that an instrument related issue had contributed to the result could not be ruled out. The investigation found no evidence to suggest the vitros troponin I es reagent had malfunctioned. Pre-analytical sample handling could also be ruled out as a contributing factor.